Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. The patient underwent gallbladder removal in (B)(6) 2007, a total vaginal hysterectomy in 2008, and knee surgery in (B)(6) 2010.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Patient underwent removal of mesh and cystoscopy on (B)(6) 2012 due to exposure of mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.